Manufacturer narrative:
Device not returned for investigation. No eval will be performed. If the device or additional info becomes available, it will be submitted on a supplemental report.

Event description:
Surgeon reports via fax, when distal locking was performed, the screws were not within the nail and when the proximal locking was performed, the holding clamp for "anterior right" did not work. Surgeon states moreover that he finished the surgery by performing the locking free handed.